Event description:
The pt reportedly experienced tinnitus and drainage from the implanted ear. The pt was treated with antibiotics (type unk) advanced bionics is in the process of gathering more info; once, more info is available, a supplemental report will be submitted.